Manufacturer narrative:
D2b: pro code (product code): fge, lit e1: initial reporter facility name: (B)(6). E!: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 12mm in length and extended from a position 1mm proximal of the proximal markerband to 10mm distal of the proximal markerband. Visual examination observed no damage to the tip of the device. A visual and tactile examination found multiple shaft kinks. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located at the stenosis of the middle segment of the left superficial femoral artery. A 6.0 x 80, 135cm mustang catheter balloon was used for dilation. During the procedure, upon inflation, it was noted that the balloon was irregular in shape and failed to achieve the expected expansion effect and the contrast medium was seen leaking from the damaged part of the balloon. The device was removed and the procedure was completed with another for the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located at the stenosis of the middle segment of the left superficial femoral artery. A 6.0 x 80, 135cm mustang catheter balloon was used for dilation. During the procedure, upon inflation, it was noted that the balloon was irregular in shape and failed to achieve the expected expansion effect and the contrast medium was seen leaking from the damaged part of the balloon. The device was removed and the procedure was completed with another for the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit e1: initial reporter facility name: (B)(6) college. E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k141521, k141597.